Event description:
On (B)(6) 2010, I had a total hip replacement using the depuy pinnacle acetabular cup, pinnacle metal insert, depuy corail stem, metal on metal femoral head. Soon after the surgery, I developed a rash starting from the hip/groin area to the top of my foot and I had drainage from the surgery site for 10 days later after the surgery. Additionally, I continued to have severe groin pain and extreme difficulty walking after the surgery which never subsided, it only continued to get worse. Additionally, I developed heterotopic ossification after the surgery. I went back at least 9 times to see my orthopedic surgeon and he continued to say the pain would go away with time which it never did. In (B)(6) 2010, I was tested for metal allergies and it was determined I was highly allergic to nickel. In (B)(6) 2011, the xrays showed a loosening of the femoral stem so I was scheduled to have revision hip replacement surgery. On (B)(6) 2011, I had revision hip replacement surgery and the following are the findings of the orthopedic surgeon: severe metallosis, heterotopic ossification, 2-3 inches of the femur bone was deteriorated due to the nickel allergy and the ball, socket and liner had to be replaced with nickel free prosthesis.